Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
On (B)(6) 2018, patient underwent repair of an ascending aortic aneurysm. During the closure of a cosgrove aortic clamp (cv1186h11, date of manufacture august 2011) it broke into pieces in the operative field. One of the rings was not found during surgery but only on a postoperative chest x-ray was it seen. The patient was returned to the operating room to have the ring removed. Although requested, no further information was received.

Event description:
On (B)(6) 2018, patient underwent repair of an ascending aortic aneurysm. During the closure of a cosgrove aortic clamp (cv1186h11, date of manufacture august 2011) it broke into pieces in the operative field. One of the rings was not found during surgery but only on a postoperative chest x-ray was it seen. The patient was returned to the operating room to have the ring removed. Although requested, no further information was received. Additional information received 27aug2018: patient information was age 66 (unspecified), gender female, weight 82 (unspecified), the patient required a second surgery, the medical status after that second surgery, 10 days hospitalization.

Manufacturer narrative:
(B)(6): MFR date: august 2011. One (1) cv1186 vm-cosgrove flex qck-bend 86mm fogarty was returned for evaluation as the complaint sample. The sample was returned broken in two body pieces, and the loose segmented beads separated in a bag. The missing parts were noted to be the metal lubrication tag, which is normally attached to the finger ring handle, the spring (10-300-361) over the swage eye fitting, and 7 missing beads, they were not located on sample or along with the packaging. The etchings on the sample were noted to be scratched up and fading, yet legible: the lot code was displayed as h11 (aug 2011), the sample has possibly been in use for about 7 years. It was evident upon initial observations that the sample¿s cable wire (99-900-071) had broken/separated from the distal jaw working end¿s swage eye fitting (31-300-865). No signs of individual wires of the cable had unwound and frayed; approximately 0.34 inches of the cable, which inserts into the receptacle of the swage eye fitting was exposed and discolored as if it was pulled out by force. The wound wires of the cable were noted to be unbroken and appeared to be different in design when compared to the stock OEM cable used in 2011 lots. Upon further initial inspections the sample itself displayed a used appearance with signs of discoloration, surface fade, usage marks, scratches, nicks, dings, marring and scuff marks, which were noted all over the surfaces and particularly towards the working end and the handle holding end. The sample was suspected to be repaired/reworked by a third-party company, however no 3rd party marking/etching was noted. For further verifications, the flex-shaft segments, 31-400-590 (beads) contained in a separate bag were counted at 25, sample was manufactured with 32 beads and etched with ¿32 beads¿ designation; 7 beads were noted to be missing and not returned. It should be noted that the stock v. Mueller specified cable is made up of several thinner metallic wires that are woven and wound tightly to create one thicker cable (1 by 19). The complaint sample¿s cable was inspected at 2 times magnifications and compared to an in-house 99-900-071 cable sample: the complaint cable was noted to be significantly different in wound cable design, the threaded eye fitting (31-300-866) which goes in the handle was different in design, as in, it did not feature a swaged/crimped end, and finally the swaged eye fitting which goes into the upper jaw featured flared opening instead of a swaged closed up design. Further evidence of the sample¿s cable wire being replaced by a 3rd party repair company was noted at the laser welded pin joints which holds the ends of the cable fittings. The laser weld of the holding pin was noted to be broken/cracked and not re-welded, indicating further improper third-party repair. Additionally, the complaint cable was compared to other 2011 samples and the cables did not match. Finally, the failure of the separated cable end from the swage eye fitting was examined at magnifications to reveal that it was most likely assembled by 3rd party repair company without swaging/crimping the fitting tight enough over the cable end, as a result the fitting did not withstand pulling forces and separated itself. Device history record for cv1186 from lot code h11 was reviewed: all work instructions and documentation were completed accordingly. Quality assurance testing was performed, and all inspections passed. Conclusion(s): root cause based on the investigation of the returned sample and the reported failure/defect, the most probable root cause was determined to be improper third party repair. Overall assembly of the third party cable was determined to be inadequate, not indicative of a strong fitting and not up to the v. Mueller standards of strength. It should be noted that the IFU indicates several preventive measures and practices for the end-user. The instructions for use state that, 1. The cosgrove flex clamp should be inspected carefully prior to each use and during the cleaning procedure for any signs of unusual wear, cracking or corrosion. Inspect internal cable for kinking, fraying or any damage to the cable. Do not use if any irregularity is detected. 2. The instrument should be properly lubricated (milked) prior to sterilization. This will ensure smooth functioning of the device.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Additional information received 27aug2018: patient information was (B)(6) (unspecified), gender female, (B)(6) (unspecified), the patient required a second surgery, the medical status after that second surgery, 10 days hospitalization.